Manufacturer narrative:
Device sample received by manufacturer. Complaint investigation of alleged malfunction device is ongoing. Per DHR the product deroyal surgimate 35w 24/case, lot #01k1300202 was manufactured on 10/14/2013. DHR investigation did not show issues related to complaint.

Event description:
Complaint alleges: the staples came out of the patient after being inserted. Providers attempted to re-staple the area, but the staples did not form correctly. No patient injury reported.

Manufacturer narrative:
(B)(4). (B)(4) part number g00248 and (B)(4) g00293 in stock were sorted 100% visually with no defects. Production was stopped and the die was sent to the tool room for evaluation, possible root causes were taken and corrective actions were put in place. Visual aid (B)(4) established and implemented as a quality document. (B)(4) pcs of part number g00248 produced after permanent corrective action implemented and 100% sorted with no defects found. (B)(4) lot 02 material lot 23694 verified 8/20/2014. (B)(4) pcs of g00293 produced and visually inspected 100% with no defects found (B)(4) lot 01 material lot 23816 verified 9/19/2014. After a team review was conducted to determine possible root causes for the g00248 not being cut and coined correctly it was determined that the design of the spring that holds the part down while forming the v notch in the end of the part may not be sufficient and has to be specially made each time its replaced. Other remarks: chosen permanent corrective action(s): modify spring pocket to fit a standard green shelf stock spring for more consistent holding pressure during forming. This will provide consistency with the springs being installed in the die. This was the only corrective action taken and no further validation is required. The preventive actions include an update of the die drawings and die log to reflect changes, implementation of quality alert, and evidence of the work performed to change to the green 3/8 diameter spring by the tool room and required spring inspection after each run with spring replacement every three months. (B)(4)